Event description:
It was reported that during implant procedure, the left ventricular lead could not be implanted due to lead clotted off. The lead was not used and was replaced successfully. No further information was available.

Manufacturer narrative:
Guidewire: new information received indicating that the guidewire could not be inserted.

Event description:
New information received on 12/10/2018 indicating that the lead was repositioned several times and multiple guidewires were used. During the last attempt, the guidewire could not be inserted into the lead and the lead could not be flushed. The patient was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.